Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a cracked tube motor collar on the pump head module was confirmed during product evaluation. The root cause of this condition was assigned to a cracked tube load motor collar. The pump head module was replaced to correct this condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a cracked tube motor collar on the pump head module; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.